Event description:
On (B)(6) 2014 the reporter contacted lifescan USA alleging the ot verio iq meter has a missing product issues ¿ no charging cable. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.